Manufacturer narrative:
Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available. The field service representative (fsr) inspected the instrument and performed extensive troubleshooting, including replacement of parts, but was unable to determine a single definitive likely cause of the issue. Therefore, the alinity c processing module, serial number (B)(6) was considered the likely cause. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c processing module did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6), was identified.

Event description:
The customer observed a falsely depressed sodium (na) result generated on the alinity c processing module for a patient sample. The following data was provided (customer¿s reference range 136 ¿ 145 mmol/l): (B)(6) 2024 sample ID (B)(6) initial result = 109 mmol/l, repeat result = 136 mmol/l. No impact to patient management was reported.